Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had a magnetic resonance imaging (MRI) done on (B)(6) 2018 for a follow up for epilepsy. It was noted that device interrogation on (B)(6) 2018 showed a motor stall occurred at 0803 and recovered on (B)(6) 2018 at 11:25. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related to MRI. The patient was receiving gablofen 2000 mcg/ml for a total dose of 299.6 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the pump logs indicated that a motor stall occurred on (B)(6) 2018 at 08:59 with a motor stall recovery occurring on (B)(6) 2018 at 12:21. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated.